Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device did not fire correctly. The clips did not close down. A second device was used to complete the procedure. There was no patient impact.